Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that transmitter was having issues and running out of power and battery was low transmitter and battery was dead & customer states that left it on charger for 6hrs, tried new one and then it said 20 mins its at 17 percent. Transmitter is not charging, customer has problem with sensor site and itches and its pink. Trouble shooting was performed as directed, however the problem remained. No harm requiring medical intervention was reported. The customer will continue use of the device with replacement of sensor & tape kit.